Event description:
It was reported that on 09/30/2015, the patient turned his vns over in his chest, which exposed the generator and lead through the skin. The physician believe that the patient manipulated the generator, which caused the extrusion. The physician removed the generator, cut a portion of the lead off, and planned to remove the rest of the lead at a later date. It was confirmed that the surgeon did use non-resorbable sutures during the implantation surgery. The patient has not been scheduled for lead explant to date, and the patient may have vns implanted again in the future. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing discomfort in the area of their generator. The patient was seen by their physician on (B)(6) 2015 and had swelling around the generator site and a 15mm seroma on the chest incision that may have been filled with fluid but had no drainage. The patient was scheduled for possible replacement surgery on (B)(6) 2015, but only had their generator pocket washed out and suture scar removal on that date. A culture was taken to see if an infection was present. The culture results indicated that the patient had a staphylococcus aureus infection at the generator site. The patient was prescribed cipro. The physician did not know the cause of the infection, and there were no plans for future intervention. A review of device history records showed that the generator was sterilized prior to distribution. No further information has been received to date.

Event description:
The patient had the rest of the lead removed on (B)(6) 2015. The explanted generator and lead were not retrievable from the explanting facility. The patient has not had a new vns system implanted to date.